Event description:
When capping the needle to discard after use, the pink safety shield used to cover the needle broke off which caused the needle to go through the glove and hit the fingernail of the other hand. FDA safety report ID# (B)(4).